Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that due to an alleged keypad issue, the front case keypads of the thirty three pcu modules will be replaced. There was no reported patient involvement.